Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/pneumothorax procedure, at bulla resection of lung, the surgeon resected right lung with two cartridges. After that, they resected diseased left lung tissue with two cartridges, and then they found another diseased tissue and resected it with another two cartridges. As they noted no leakage during leak test, they then closed the chest. Six hours after the procedure, the patient coughed; however, there was no problem with drainage. Nine and a half hours after the procedure, the surgeon found bleeding of 600ml at left thorax and they performed re-surgery after diagnostic imaging. They removed the blood and gore in chest cavity (total 1200cc) and noticed bleeding already stopped. They could not identify the location of the bleeding. They could not find the staples at the proximal site of the first staple line (of the first diseased tissue of left lung). They noted blood tumor around that area. Then they suspected the event had occurred at that area. They additionally resected the blood tumor and the staple line.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was fully fired. The anvil clamping mechanism was deformed. Functionally, the reload was loaded into the listed instrument (702648762-40) for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.the root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.